Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. In further review of the formatted history file 1 week prior to the event date of 24-apr-2025, these pump error(s)/alarm(s) were noted: critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on 04/24/2025 01:10:33.000, 04/24/2025 01:20:00.000 and 04/24/2025 02:12:09.000 according in the formatted history file/error log file. As per global logic analysis (esf#: (B)(4)), pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.48 mv). The pump was received without a battery. The pump was received without a battery cap. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs. Unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with critical pump failure. The customer reported blood glucose value of 341 mg/dl. The customer was treated with manual injection and discontinue use of insulin delivery system. The event involved products mmt-1884xcu, mmt-5100clx, unomedical and mmt-342. Troubleshooting was not performed. No further patient complications were reported. The customer will discontinue the use of the pump. Mmt-1884xcu was requested and customer response was the device will be returned. No product return is required for mmt-5100clx. No product return is required for unomedical. No product return is required for mmt-342.